Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The 1/8 drill bit with stop broke while drilling the tibial baseplate trial. Surgeon was able to retrieve the broken piece. No harm to patient. Case proceeds as normal.

Event description:
The 1/8 drill bit with stop broke while drilling the tibial baseplate trial. Surgeon was able to retrieve the broken piece. No harm to patient. Case proceeds as normal.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer